Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is filed to report clip(70329u169) experienced difficulty to deploy, difficult to remove the gripper line and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to tricuspid regurgitation (tr) with a grade of 4. Imaging was challenging. The first mitraclip delivery system (cds) (70329u169) was advanced to the tricuspid valve, grasping was performed reducing tr to 3. However, when pulling the actuator knob the clip did not detach from the shaft. Troubleshooting was performed and the clip detached from the mandrel with the gripper line attached. When attempting to remove the gripper line 4 to 5 cm, resistance was felt. Troubleshooting was performed, the gripper line eventually came out slowly and it was noted it had stretched. At this point the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). Tr returned to 4. A second clip (70717u188) was advanced to the tricuspid valve to stabilize the slda clip. Grasping was difficult, the septal leaflet kept curling up; the leaflets were grasped and the clip was deployed. However, shortly after deployment it was noted that the clip detached from the septal leaflet, and remained attached to the anterior leaflet (slda). Tr remained at 4. No additional treatment is planned. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. A definitive cause for the reported difficulty removing the gripper line in this incident could not be determined. The reported stretched gripper line however, appears to be a secondary effect of the difficulty/resistance encountered during gripper line removal. The reported single leaflet device attachment/slda appears to be related to procedural circumstances of the difficult clip deployment and difficulty removing the gripper line. It should be noted that the mitraclip nt instructions for use, states: the mitraclip nt system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr greater than or equal to 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.